Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that the doctor followed the tsv surgical procedures to place the implant. However, when doctor used rsr attached to the fixture mount to thread tsvwb8 into the prepared site, the hex connection of the fixture mount broken during the time. Moreover, the broken hexagonal connector of the fmt became stuck at the implant connection and could not be removed. So, the doctor removed the original implant and replaced it with a new one. Tooth site # 47.